Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range pacing impedance values greater than 3000 ohms and high capture thresholds. Shortly afterwards the patient contacted technical services (ts) and reported sweating, shaking, chills, freezing and burning, disorientation numbness and tingling. No direct cause for the symptoms was established. After an in office visit the thresholds were reprogrammed. Subsequently during a revision procedure, the physician noted some fluid in the header; as a result, the associated right ventricular (rv) lead was removed and retested with a pacing system analyzer (psa) which gave normal results. Accordingly, the fluid was removed, and the lead was reinserted. After cleaning the fluid, the physician retested, and the rv lead exhibited normal impedance measurements and normal thresholds. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range pacing impedance values greater than 3000ohms and high capture thresholds. Shortly afterwards the patient contacted technical services (ts) and reported sweating, shaking, chills, freezing and burning, disorientation numbness and tingling. No direct cause for the symptoms was established. After an in office visit the thresholds were reprogrammed. Subsequently during a revision procedure, the physician noted some fluid in the header; as a result, the associated right ventricular (rv) lead was removed and retested with a pacing system analyzer (psa) which gave normal results. Accordingly, the fluid was removed, and the lead was reinserted. After cleaning the fluid, the physician retested, and the rv lead exhibited normal impedance measurements and normal thresholds. This crt-d remains in service. No additional adverse patient effects were reported.